Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) compressed, the light guide cable compressed, the light guide cable buckled, the angle wire play, the ccd driver pcb corroded, the electrical connector corroded, the light guide fiber bundle (lcb) crushed, the segment steel braid deformed, the junction case leak, the insertion flexible tube (ift) cut, the lg root brace rubber cut, the root brace rubber cut, the junction case loosened, the lg prong top loosened, the distal body worn out, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.